Event description:
Dealer advised that the end user stated chair veers to the right with a rubbing noise out of box. Dealer advised end user stated the drive wheel looks like it is crooked. Dealer advised end user wife stated when you push the chair without anyone in it you can hear a rubbing noise. Dealer advised end user stated no damage to the box. Dealer is stating that when the end user seats in the chair and is either pushed or self propelled the chair veers to the right. The end user does not see any visible issues.

Manufacturer narrative:
The device was evaluated by the returns department where they found that the left head tube was welded at a slight angle which made the chair dive right.